Event description:
It was reported that during an unknown procedure, the device was pre-fired fine outside the patient, but once inserted into the patient, it would not fire. A second device was opened and the same thing occurred. A different device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Instrument b: batch #: e9f18j; exp date: 04/21/20013; MFR date: 05/21/2008; the analysis results found that the el5ml device (a) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the el5ml device (b) was returned in good visual condition. The instrument was cycled, fed and formed 6 clip conforming and 1 malformed clip due to bypass issues. In addition, the orange indicator did not showed up after the device locked out. While no conclusion could be reached as to why the bypass issues occurred. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.